Event description:
Physician reported placing essure micro-insert a few weeks ago. The next day patient presented with severe pain, so he admitted her to the hospital and performed a diagnostic laparoscopy. Everything appeared normal; no perforation of the micro-inserts. Post-operatively that same evening, patient developed a rash, hives and more severe pain. She was treated with benadryl and her symptoms improved. Physician removed the micro-inserts via laparoscopic cornual resection & bilateral salpingectomy for the suspected diagnosis of nickel allergy/ allergy to the micro-inserts. Pathologist identified wbc's and eosinophils within the specimen. The patient is doing well post-operatively. According to the essure instructions for use, it is contraindicated for the essure system to be used in a patient with "known hypersensitivity to nickel confirmed by skin test." Patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an assure placement procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.